Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during first inflation at 10 atmospheres, the balloon ruptured. A pinhole was noted. The device was removed, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition.